Event description:
It was reported that an asymptomatic patient presented in-clinic in backup vvi mode. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi behavior. A device download successfully restored normal functionality.